Manufacturer narrative:
Evaluation summary: the stylette was returned loaded into the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th, 10th 11th 12th 13th and 23rd distal stent wraps with struts raised, misaligned and overlapping. The distal tip was severely deformed, it was torn and stretched. The inner lumen patency was verified with a 0.015 inch mandr el. A kink was visible on the distal shaft at 24.5cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute integrity rx drug eluting stent to treat a non-tortuous and mildly-calcified lesion located in the distal left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. It was reported that the stent failed to cross the lesion. Patient status post-procedure is alive with no injury. Stent deformation was found on analysis of the returned device. The physician believes that the event was device related, but was not due to use of the device in difficult lesion morphology/anatomy, and was not procedural related.